Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected and prevented in accordance with the following instructions for use: the instruction manual bf-260 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual bf-260 reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope had leakage from the forceps port. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual fluid or foreign matter comes out of the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6). In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to a pinhole on the channel-tube, water tightness was lost. Also, the evaluation found the following: due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end does not meet the standard value. Light guide-cover glass had corrosion. Scope connector had a scratch. The universal cord had a scratch and a dent. The up/down angulation lever plate had a scratch. Grip had a scratch. The switch box had a scratch. Scope cover had a scratch. The control unit had a scratch. The bending tube had a dent. The universal cord was sticky. The up/down plate was sticky. The grip was sticky. Due to damage, switch 4 did not work. Due to damage, switch 1 did not work. The light guide lens had a crack. The light guide bundle was slipping down. Due to damage on the channel tube, the cleaning brush could not be inserted smoothly. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The electrical connector had corrosion due to water leakage. The scope connector had corrosion due to water leakage. The control unit had corrosion due to water leakage. The connecting tube had a wrinkle and a dent. The connecting tube had a scratch. Residual fluid or foreign matter coming out of the forceps channel has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known when the foreign material adhered to the endoscope. The customer did not know what the foreign material was. There was a delay in the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. It did not aspirate the water through the instrument/suction channel. The instrument channel was not wiped/brushed with clean lint-free cloths, brushes, or sponges, and the instrument channel, instrument port and suction cylinder were not brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.